Event description:
Malfunction: bed intermittently would not move. Auto movement buttons did not work. Joystick not functioning. A surgeon reported that the bed intermittently wouldn't move with the joystick or auto-in/out button. She stated patient treatments for four patients were not affected. The reporter stated that no flap was cut when switching from one eye to the other on all four cases. They repowered the bed each time the bed issue occurred to remedy the situation.

Manufacturer narrative:
Determination of root cause: assessment; during the onsite investigation, the territory manager (tm) was unable to reproduce the reported problem. He verified connections, switches and mechanics. He replaced the joystick as the most likely cause of the problem. A review of the complaint database for the 3 months prior to this event showed no other complaints for bed issues for this system. Conclusion: based on the results of the investigation, the most likely root cause was a faulty joystick. (B) (4). (B) (4). (B) (4).